Event description:
It was reported that the device failed to turn on when the on switch was pressed. It was also reported that the device logged a critical fault code in the memory. There was no report of pt use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. Physio determined the root causes of the malfunction to be the main keypad, system/memory pcb and power pcb assemblies. Physio replaced the assemblies and confirmed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed main keypad, system/memory pcb and power pcb assemblies at the failure analysis center. The reported failure was neither confirmed nor duplicated. Extensive testing observed proper assembly operation on the test mock-up device. Further conclusive component root cause of the reported failure could not be determined.